Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Revision due to painful knee.

Manufacturer narrative:
(B)(4). Concomitant medical product - oxf uni tib tray sz b lm PMA, item 154720, lot 140740, therapy date - (B)(6) 2018. Concomitant medical product - oxf anat brg lt sm size 3 PMA , item 1159540, lot 480520, therapy date - (B)(6) 2018. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01263 and 3002806535-2018-01265.

Event description:
Revision due to painful knee.